Event description:
Cartridge leaked at venous injection site, spraying blood. Estimated blood loss was less than 100 cc. Co recently changed product design from latex port to plastic port, which does not seal and allows for leakage.